Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customers blood glucose level. A systems check was started with tandem technical support, however, the customer declined to complete the check. Therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.